Event description:
It was reported to resmed (B)(4) that an alarm was triggered on an astral device notifying the user of error messages. There was no patient injury reported as a result of this incident.